Event description:
Same case as MFR # 6000089-2004-01596 and 01598. Clinical study-it was reported that 129 days after a coronary drug eluting stenting treatment procedure the pt experienced a myocardial infarction and two days later a target vessel reintervention. In the opinion of the physician the target vessel reintervention relationship to the taxus stent is "probable."